Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a kinked cannula event on (B)(6) 2026, resulting in elevated blood glucose level, with a peak of 601mg/dl. The patient experienced symptoms including lethargy, nausea and was treated with manual injection. No further information available.